Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10942011 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 10942011. Batch/lot #: unknown. Large volume tubing set that had several holes in the tubing when primed with fluid, before placing on the pump for infusion.